Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen. After further review of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors and in the upper left corner of the lcd screen. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Did not note any cracks in the battery compartment, in or around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it did lock into place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had open book image on the screen. Customer¿s blood glucose level was unknown. Troubleshooting was perform. Customer was in the pool. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.